Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device is not available for eval. A clinical eval of the current available info was performed with the following conclusion. Multiple factors, including non-device related influences could have lead to the described pressure rise. Based on the level of info that could be obtained and that the sample is not available, a root cause could not be defined. Prolonged use more than the 6 hrs noted in the IFU may have been a contributing factor. A supplemental report will be sent if add'l info becomes available. (B)(4).